Event description:
A touchscreen issue was reported as the pump screen was frozen and unresponsive, preventing interaction. There was no adverse impact to the customer's blood glucose level. The customer chose to perform a pump reset with complete information provided by technical support. However, further interaction with the screen could not be assessed right away due to prior display issues. Technical support resolved to replace the malfunctioning pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.